Manufacturer narrative:
Citation: arabkhani et al. A multicentre, propensity score matched analysis comparing a valve-sparing approach to valve replacement in aortic root aneurysm: insight from the aviator database. Eur j cardiothorac surg. 2023 feb 3;63(2):ezac514. Doi: 10.1093/ejcts/ezac514. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding a valve-sparing approach to valve replacement in aortic root aneurysm. The study population included 2,223 patients who were predominantly male with a mean age of 51 years.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic freestyle aortic root bioprosthesis.  Twenty-one deaths occurred within one cohort comprised of 218 patients.  Of those, five patients had received a biological dacron graft or a freestyle aortic root.  Also of those 21 patient deaths, five deaths were deemed ¿valve-related¿ cardiac deaths.  The correlation between the freestyle patients and the deaths was not corroborated.  No further details were provided on these deaths.   Among all patients adverse events included: valve-graft conduit aortic root replacement, recurrent aortic regurgitation, thromboembolic event, endocarditis, and bleeding events.  No further information pertaining to medtronic products was noted.